Event description:
It was reported that an unspecified quantity of intravenous tubing had excessive air in tubing. The devices were filled with chemotherapy/hazardous drugs. The issue was identified during product use. The tubing was dispensed from the pharmacy with no issues noted. When the nurses tried to infuse, the line would have large amounts of air. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d1, d4: (catalogue #), g1: device manufacturer name, g4, 510k #, h6 and h10. B5: the effected product was ¿clearlink system, solution set¿, previously submitted as ¿unspecified intravenous tubing¿. D1: the brand name of the affected product was ¿duo-vent clearlink luer activated valve¿, previously sybmitted as ¿ni¿. D4: the catalogue # is ¿2r8875¿, previously submitted as ¿asku¿. G1: device manufacturer name: ¿baxter healthcare ¿ cartago¿, previously submitted ¿baxter healthcare corporation¿. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. G4: 510k #: ¿k180739¿, previously submitted as ¿ni. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.